Event description:
Physician was attempting to use an abre venous self-expanding stent along with 10fr sheath and a non-medtronic 0.035" guidewire during procedure to treat vessels in the right iliac vein, ivc and jugular vein. The vessel was little tortuous. No embolic protection was used. There was no damage noted to packaging. There was no issue noted when removing the device from hoop/tray. The device was prepped per IFU with no issues identified. It was reported that deployment issue occurred with physician unable to deploy stent. There was no resistance encountered during delivery to lesion. The device did not pass through a previously deployed stent. The thumbscrew/lock-pin was checked for securement prior to procedure. The lock-pin was removed when stent was in position of target lesion. The lesion was pre dilated with 14mm device. The shoulders of the stent were partially exposed, but the stent was successful removed without any complications via a 9fr access sheath. The target lesion was the common and external iliac vein, with approximately 80% stenosis, prior to pre dilation with a high pressure balloon. The device was removed and alternative medtronic stent was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis visual inspection: size on strain relief 9f 14mm x 120mm locking pin was removed from the retuned device the stent was partially deployed dry biologics was observed on the distal section of the inner tubing thumb wheel was rotated and the sent started to deployed. Force was used due to the dry biologics the stent fully deployed dry biologics was observed on the inner tubing and on the stent the inner tubing was measure and approximately 120mm of inner tubing was exposed the handle was open. No damage observed to the components or the wire inside the handle medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.